Manufacturer narrative:
Lead: model 3777-60, lot # v529728008, implanted: (B)(6) 2011, explanted: unk. Lead: model 3777-60, lot # v529728020, implanted: 09/21/2011, explanted: unk. Adaptor: model 3550-39, lot# n299403, implanted: (B)(6) 2011, explanted: unk. Programmer: model 37743, serial # (B)(4).

Event description:
Additional information from the patient's physician confirmed the lead migration. The patient had painful flank stimulation. The revision had occurred; the lead was moved back into place. Stimulation of the pain area was accomplished. There were no injuries noted.

Event description:
It was believed that one of the leads may have moved prior to scaring into place. The patient had a lead revision scheduled for (B)(6) 2011 to move the lead. Reprogramming had not resolved the issue.